Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rep reported that the surgeon had a case and implanted the duraform for a chiari malformation. The patient had side effects and seemed to have arachnoiditis or a chemical arachnoiditis. The surgeon had labs run on the patient and so far all the results have come back negative. He went in to remove the duraform and said the tissue where the duraform was, looked very scared and it had only been three weeks. He then removed the duraform and took a sample and sent it to the lab and put in duragen. Lab reports are not available. The patient recovered and is doing fine.